Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in diabetic ketoacidosis with elevated blood glucose levels. The patient stayed in hospital for four days. On the second day of hospitalization the patient had a high blood glucose value of 480 mg/dl. She removed the pump and switched to insulin administration by syringe. She was treated with potassium and sodium bicarbonate.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.